Event description:
It was reported that the healthcare provider requested a factory reset of the ilet due to a reported hypoglycemia issue with nadir of 63 mg/dl. The user was at the hospital for a non-diabetes related procedure. The user later contacted support for assistance connecting the ilet to the mobile app. The device successfully paired, and the user reported a blood glucose of 228 mg/dl after a recent supply change. Symptoms included hypoglycemia which was treated with IV sugar water to raise bg. Investigation included customer interview and technical troubleshooting. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded that the cause of the reported hypoglycemia was unclear and that a factory reset was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.